Event description:
Forty-eight (48) hours after insertion, nursing staff were unable to wedge the swan. The catheter was discontinued. The balloon was checked by inflation with 1.5 cc of air. The balloon slowly deflated on it's own. The inflated balloon was submerged in water by clinical engineering and no bubblesd appearedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.